Event description:
The sales representative (sr) reported that the stylus was replaced on the programmer, and it was out of calibration. Technical support (ts) explained how to access the 'stylus calibration program' on the programmer. The program was ran, and the stylus calibration was corrected and functionally good. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.